Event description:
It was reported to boston scientific corporation in 2007 that an ultraflex tracheobronchial stent system was used the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the stent was partially deployed and started to feel stiff. The thread snapped from the deployment system. The procedure was successfully completed with another device. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
No consequences or impact to patient. Other (partial deployment). Suture line separation a visual examination of the returned sample revealed the stent was partially deployed. The suture thread had broken and was frayed in appearance at the break site. This is consistent with a restriction occurring. It was possible during further analysis to retract the remaining attached suture thread and complete stent deployment without a restriction being met. A review of the device history record for the reported lot number revealed no anomalies.